Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: through follow-up patient identifiers were provided: patient¿s race, ethnicity, and weight. Therefore, the following fields that were previously reported as unknown have now been updated accordingly. The following sections have been updated: a4: patient weight: 220 pounds. A5: ethnicity: not hispanic/latino. A5: race: white. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye as the patient was unable to function with the glare and halos. There was no patient injury and no additional intervention required. Another johnson & johnson lens (zcu225 model and same diopter) was implanted as a replacement. The patient outcome was excellent. No other information was provided.